Event description:
Looping the electrosurgery pencil cable to a metal surgical drape holder, to prevent the attached handpiece from falling out of the surgical field and get it contaminated is a common practice during surgery. This practice increases the risk of coupling capacitance and therefore, causing burns to pt. This is a case of device misuse occurring continuously. Every time an electrosurgery pencil is coiled to a metal holder, a near miss event and device misuse occurs. It happens because the electrosurgery providers and MFR's do not supply an approved fixation device as an obiligatory part of the electrosurgery pencil device. We suggest the food and drug adminstration to produce a regulation making it obligatory to include a fixation system or device as part of the electrosurgery pencil device to mitigate the pt risk.